Event description:
This is a report of a patient who had a break in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. The patient had a break in aseptic technique, described as patient made mistake/touch contamination. The patient experienced peritonitis and was treated with unspecified antibiotics. Pd therapy was ongoing. It was unknown at the time of this report if the patient had been re-trained on proper aseptic technique. The patient has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.